Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was in a failed unit when trying to dispense the mdication. A field service engineer confirmed that the customer resolved the issue. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es hardware has failed. The customer stated that this malfunction occurred when trying to dispense the medication to a patient and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.